Event description:
Procedure: ladg - laparoscopic assisted distal gastrectomy. At the 6th firing for closure of the opening to insert the device, a doctor observed that the cut edge of the tissue seemed to be torn and that oozing occurred. Although the doctor did not observe any problem in the staple line, the doctor sutured additionally at that part to secure the anastomosis and also performed a leakage test. After the oozing stopped, the case was completed. The pt is currently under follow-up. The physician did not report any abnormality in the manipulation of device for stapling or the thickness of the tissue. It was reported that there was some tissue damage (tearing) as a result of this event.

Manufacturer narrative:
(B)(4).